Manufacturer narrative:
The insulin pump passed the functional tests including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. Device rewound properly during testing. No rewind anomaly noted. Device functioned properly. Device was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that he was hospitalized about a month back. Customer's blood glucose was between 400 and 500 mg/dl. He was treated with IV and then released. The customer also reported that for about 2 to 3 weeks, the insulin pump is not completely rewinding. Customer explained that the piston would not move all the way and he has to select rewind 5 to 10 times to complete the rewind. The insulin pump was replaced and returned for analysis.